Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that it started alarming that the infusion was complete about 2-3 hour earlier than expected. They told the patient to come to the infusion center for them to look at it. He turned off the pump and restarted it. It ran for about 1-2 minutes then alarmed again. They had the pharmacy inspect the medication bag and it was definitely empty. The patient¿s infusion details include a starting volume of 92 ml, an infusion rate of 2 ml/hr, and a total infusion time of 46 hours. Event occurred while use with patient at hospital. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No previous repair has been noted in the last 12 months. The event history log was not provided.